Event description:
It was reported that a 9 volt energizer lithium battery caught fire while operating an cadd prizm 6102 infusion pump. It is unclear at this time why the battery 9v energizer lithium battery caught fire. Per the patient's account, the patient had the pump in a pump pouch on the back of the wheelchair with other loose batteries. No adverse patient effects were reported.